Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. An issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that the patient with this pacemaker system exhibited loss of capture and was hospitalized. Technical services (ts) was consulted about brady mode. A right ventricular (rv) lead micro dislodgement was noted. This pacemaker system was turned off and replaced by a leadless device. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that the patient with this pacemaker system exhibited loss of capture and was hospitalized. Technical services (ts) was consulted about brady mode. A right ventricular (rv) lead micro dislodgement was noted. This pacemaker system was turned off and replaced by a leadless device. No additional adverse patient effects were reported.